Event description:
It has been reported to philips that fluoroscopy was not possible. There was no report of harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to produce frontal fluoroscopy. Review of the system log file found that the unavailability of fluoroscopy due to detector problem. Upon functional testing, fse cleared database and recreated image restore. After recreated the image restore, the system was returned to use in good working order. The codes were updated based on the investigation outcome.